Manufacturer narrative:
A replacement pump was sent to the customer. A medela clinician followed up with the customer on (B)(6) 2016, and she stated that the new pump is working great and she is no longer experiencing mastitis. The product was returned on 7/11/2016, and evaluated by qe on 07/15/2016. See attached product evaluation. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2016, that she was experiencing low suction with her pump in style starter pump and developed mastitis a month ago for which she was prescribed an antibiotic by her doctor.